Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional information: it was reported that patient had mesh along with bard pelvicol matrix implanted for pelvic organ prolapse and stress urinary incontinence. Due to vaginal bleeding, mesh erosion, recurrent bladder infections and dyspareunia, partial removal of mesh was performed on an unknown date.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted along with the concurrent procedure of cystoscopy. It was reported that the patient underwent vaginal wall mesh removal on 10/25/2011 secondary to vaginal bleeding and dyspareunia.

Manufacturer narrative:
Resubmission with the correct file number (B)(4). It was reported that following insertion the patient experienced blood loss, and fistula. It was reported that patient underwent vaginal mesh take down on (B)(6) 2012, due to vaginal mesh erosion.

Manufacturer narrative:
(B)(4). It was reported that the patient had a fistula repair and ulcer repair in (B)(6) 2008. It was reported that the patient had tran abdominal repair, vesicovaginal fistula, peritoneal flap and cystoscopy in (B)(6) 2008. It was reported that the patient had an excision of bladder neck mesh and cystoscopy in (B)(6) 2009. It was reported that the patient had abdominal wall reconstruction and removal of ovaries in (B)(6) 2010. (B)(4).